Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM UNITED KINGDOM, A TOTAL OF TWO HUNDRED AND FIFTY-EIGHT (258) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN 31-JAN-2015 AND 17-JAN-2025, USING LEGION HINGE SYSTEM. FROM THESE, EIGHT (8) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS REMAINING, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO LYSIS (FEMUR), ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, TWO (2) KNEES DUE TO OTHER-NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 31-JAN-2015 AND 17-JAN-2025 IN UNITED KINGDOM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE LEGION HINGE KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF TWO HUNDRED AND FIFTY-EIGHT (258) PRIMARY TKA PROCEDURES WITH LEGION HINGE KNEE SYSTEM HAVE BEEN PERFORMED IN THE UNITED KINGDOM BETWEEN 31-JAN-2015 AND 17-JAN-2025. THE CUMULATIVE REVISION RATES FOR THE LEGION HINGE KNEE SYSTEM HAS A LOWER, BUT NOT STATISTICALLY SIGNIFICANT, REVISION RATE COMPARED TO THE NJR CLASS AVERAGE FOR ALL HINGED KNEES UP TO 9 YEARS AS DETERMINED BY OVERLAPPING CONFIDENCE INTERVALS. FROM THE 4TH YEAR TILL 9TH YEAR THE CUMULATIVE REVISION RATES FOR THE LEGION HINGE KNEE SYSTEM REMAIN STABLE AND LOWER THAN THE NJR CLASS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 1.2% (0.4%-2.6%) VS 1.9% (1.6%-2.2%) OF THE CLASS. AT 2ND POSTOPERATIVE YEAR: 3.1% (1.5%-5.4%) VS 3.0% (2.6%-3.4%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 3.1% (1.5%-5.6%) VS 3.7% (3.3%-4.2%) OF THE CLASS. AT 4TH POSTOPERATIVE YEAR: 3.8% (1.9%-6.5%) VS 4.5% (4.0%-5.1%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 3.8% (1.9%-6.8%) VS 5.3% (4.7%-5.9%) OF THE CLASS. AT 6TH POSTOPERATIVE YEAR: 3.8% (1.9%-7.4%) VS 5.9% (5.3%-6.6%) OF THE CLASS. AT 7TH POSTOPERATIVE YEAR: 3.8% (1.9%-8.3%) VS 6.5% (5.9%-7.2%) OF THE CLASS. AT 8TH POSTOPERATIVE YEAR: 3.8% (1.9%-9.3%) VS 7.1% (6.4%-7.9%) OF THE CLASS. AT 9TH POSTOPERATIVE YEAR: 3.8% (1.9%-11.9%) VS 7.4% (6.7%-8.2%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM UNITED KINGDOM, A TOTAL OF TWO HUNDRED AND FIFTY-EIGHT (258) KNEES UNDERWENT PRIMARY TKA PROCEDURES BETWEEN 31-JAN-2015 AND 17-JAN-2025, USING LEGION HINGE SYSTEM. FROM THESE, EIGHT (8) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS REMAINING, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO LYSIS (FEMUR), ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, TWO (2) KNEES DUE TO OTHER-NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 31-JAN-2015 AND 17-JAN-2025 IN UNITED KINGDOM.

Manufacturer narrative:
CORRECTED DATA: A2 (AGE AT THE TIME OF EVENT CORRECTED FROM 71 TO 68 YEARS), B5 (EVENT NARRATIVE), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 46, H6 (ADDITIONAL CODES ADDED FOR ¿HEALTH EFFECT - CLINICAL CODE¿ AND ¿MEDICAL DEVICE PROBLEM CODE¿ PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S RWD2300584 EXEMPTION GUIDANCE. OF THE 46 EVENTS, 44 OF THEM WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY: ADDITIONAL CASE LEVEL INFORMATION BEYOND WHAT WAS ALREADY PROVIDED IS AVAILABLE FOR THOSE 44 EVENTS. A TOTAL OF 2 NEW EVENTS WERE PROVIDED DURING THIS QUARTER, THEREFORE, A TOTAL OF 46 REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. REPORTING QUARTER: 2 (APRIL 1 ¿ JUNE 30, 2026). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN UNITED KINGDOM (UK) FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL KNEE ARTHROPLASTY (TKA): 1. PRIMARY TOTAL KNEE ARTHROPLASTY (TKA): - LEGION HINGE KNEE SYSTEM: A TOTAL OF TWO HUNDRED AND EIGHTY-TWO (282) KNEES UNDERWENT PRIMARY TKA BETWEEN 31-JAN-2015 AND 12-DEC-2025 IN WHICH A LEGION HINGE KNEE SYSTEM WAS IMPLANTED. OF THESE, TEN (10) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO LYSIS FEMUR, AND TWO (2) KNEES DUE TO OTHER REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 2. REVISION TOTAL KNEE ARTHROPLASTY (TKA): - LEGION HINGE KNEE SYSTEM: A TOTAL OF THREE HUNDRED AND SEVENTY-FIVE (375) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN 08-SEP-2014 AND 16-DEC-2025, USING A LEGION HINGE SYSTEM. FROM THESE, THIRTY-SIX (36) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, FOUR (4) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWO (2) KNEES DUE TO UNEXPLAINED PAIN, THREE (3) KNEES DUE TO STIFFNESS, ONE (1) KNEE DUE TO INSTABILITY, SIX (6) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO LYSIS ON TIBIA, ONE (1) KNEE DUE TO LYSIS ON FEMUR, ONE (1) KNEE DUE TO COMPONENT DISSOCIATION AND TWO (2) KNEES DUE TO IMPLANT FRACTURE. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. ALTOGETHER, A TOTAL QUANTITY OF 10 REVISIONS AND 36 RE-REVISIONS (46 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE LEGION HINGE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. SUMMARY REPORTS AND MONTHLY DATA DOWNLOADS DOCUMENTED BY THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW PROSTHESES REFERENCED ABOVE IN THE CORRESPONDING ANALYZED TKA PROCEDURES WERE STUDIED. POST-OPERATIVE OUTCOMES FOR EACH STUDY DEVICE WERE COMPARED AGAINST THOSE OF THE CLASS, DEFINED AS ALL PROSTHESES UTILIZED IN THE CORRESPONDING PROCEDURE TYPE AS RECORDED BY THE NATIONAL JOINT REGISTRY (NJR). CUMULATIVE REVISION RATES OF THE LEGION HINGE SYSTEM IN BOTH PRIMARY AND REVISION TKA WERE REVIEWED. THE RATES FOR THE LEGION HINGE SYSTEM WERE STATISTICALLY EQUIVALENT TO, OR LOWER THAN THE NJR CLASS AT ALL 9 FOLLOW-UP YEARS. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL KNEE ARTHROPLASTY (TKA): 1. PRIMARY TOTAL KNEE ARTHROPLASTY (TKA): - LEGION HINGE KNEE SYSTEM: A TOTAL OF TWO HUNDRED AND EIGHTY-TWO (282) KNEES UNDERWENT PRIMARY TKA BETWEEN 31-JAN-2015 AND 12-DEC-2025 IN WHICH A LEGION HINGE KNEE SYSTEM WAS IMPLANTED. OF THESE, TEN (10) KNEES REQUIRED REVISION DUE TO THE FOLLOWING REASONS: ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, FIVE (5) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO LYSIS FEMUR, AND TWO (2) KNEES DUE TO OTHER REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 2. REVISION TOTAL KNEE ARTHROPLASTY (TKA): - LEGION HINGE KNEE SYSTEM: A TOTAL OF THREE HUNDRED AND SEVENTY-FIVE (375) KNEES UNDERWENT REVISION TKA PROCEDURES BETWEEN 08-SEP-2014 AND 16-DEC-2025, USING LEGION HINGE SYSTEM. FROM THESE, THIRTY-SIX (36) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, FOUR (4) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWO (2) KNEES DUE TO UNEXPLAINED PAIN, THREE (3) KNEES DUE TO STIFFNESS, ONE (1) KNEE DUE TO INSTABILITY, SIX (6) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO LYSIS ON TIBIA, ONE (1) KNEE DUE TO LYSIS ON FEMUR, ONE (1) KNEE DUE TO COMPONENT DISSOCIATION AND TWO (2) KNEES DUE TO IMPLANT FRACTURE. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. ALTOGETHER, A TOTAL QUANTITY OF 10 REVISIONS AND 36 RE-REVISIONS (46 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE NATIONAL JOINT REGISTRY (NJR)FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00264277-1-L1,7/16/2019,5/8/2025,4/1/2025,Legion Hinge System ,LEGION HK Cemented Femoral Assemblies Left,71421375,15FM03604,71421375,,00885556414897,K081111,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and eighty-two (282) knees underwent primary TKA between 31-Jan-2015 and 12-Dec-2025 using an LEGION HK Cemented Femoral Assemblies Left. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-eight (258) knees underwent primary TKA procedures between 31-Jan-2015 and 17-Jan-2025, using Legion Hinge system. From these, eight (8) knees were later revised due to the following complications: three (3) knees due to infection, one (1) knee due to progressive arthritis remaining, one (1) knee due to periprosthetic fracture, one (1) knee due to lysis (femur), one (1) knee due to component dissociation, two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 31-Jan-2015 and 17-Jan-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and fifty-eight (258) primary TKA procedures with Legion Hinge Knee system have been performed in the United Kingdom between 31-Jan-2015 and 17-Jan-2025. The cumulative revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. From the 4th year till 9th year the cumulative revision rates for the LEGION Hinge Knee system remain stable and lower than the NJR class. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.2% (0.4%-2.6%) vs 1.9% (1.6%-2.2%) of the class.;o At 2nd postoperative year: 3.1% (1.5%-5.4%) vs 3.0% (2.6%-3.4%) of the class.;o At 3rd postoperative year: 3.1% (1.5%-5.6%) vs 3.7% (3.3%-4.2%) of the class.;o At 4th postoperative year: 3.8% (1.9%-6.5%) vs 4.5% (4.0%-5.1%) of the class.;o At 5th postoperative year: 3.8% (1.9%-6.8%) vs 5.3% (4.7%-5.9%) of the class.;o At 6th postoperative year: 3.8% (1.9%-7.4%) vs 5.9% (5.3%-6.6%) of the class.;o At 7th postoperative year: 3.8% (1.9%-8.3%) vs 6.5% (5.9%-7.2%) of the class.;o At 8th postoperative year: 3.8% (1.9%-9.3%) vs 7.1% (6.4%-7.9%) of the class.;o At 9th postoperative year: 3.8% (1.9%-11.9%) vs 7.4% (6.7%-8.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for implantation: Osteoarthritis,57,Female,55,4/19/2016,7/16/2019,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264277-1-L2,11/20/2017,5/8/2025,4/1/2025,Legion Hinge System ,LEGION HK Femoral Assembly Size 4 Right,71421364,3KBP0111,71421364,,00885556414941,K081111,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and eighty-two (282) knees underwent primary TKA between 31-Jan-2015 and 12-Dec-2025 using an LEGION HK Femoral Assembly Size 4 Right. From these, one (1) knee required revision surgery due to Component Dissociation/ProgressiveAthritis.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-eight (258) knees underwent primary TKA procedures between 31-Jan-2015 and 17-Jan-2025, using Legion Hinge system. From these, eight (8) knees were later revised due to the following complications: three (3) knees due to infection, one (1) knee due to progressive arthritis remaining, one (1) knee due to periprosthetic fracture, one (1) knee due to lysis (femur), one (1) knee due to component dissociation, two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 31-Jan-2015 and 17-Jan-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and fifty-eight (258) primary TKA procedures with Legion Hinge Knee system have been performed in the United Kingdom between 31-Jan-2015 and 17-Jan-2025. The cumulative revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. From the 4th year till 9th year the cumulative revision rates for the LEGION Hinge Knee system remain stable and lower than the NJR class. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.2% (0.4%-2.6%) vs 1.9% (1.6%-2.2%) of the class.;o At 2nd postoperative year: 3.1% (1.5%-5.4%) vs 3.0% (2.6%-3.4%) of the class.;o At 3rd postoperative year: 3.1% (1.5%-5.6%) vs 3.7% (3.3%-4.2%) of the class.;o At 4th postoperative year: 3.8% (1.9%-6.5%) vs 4.5% (4.0%-5.1%) of the class.;o At 5th postoperative year: 3.8% (1.9%-6.8%) vs 5.3% (4.7%-5.9%) of the class.;o At 6th postoperative year: 3.8% (1.9%-7.4%) vs 5.9% (5.3%-6.6%) of the class.;o At 7th postoperative year: 3.8% (1.9%-8.3%) vs 6.5% (5.9%-7.2%) of the class.;o At 8th postoperative year: 3.8% (1.9%-9.3%) vs 7.1% (6.4%-7.9%) of the class.;o At 9th postoperative year: 3.8% (1.9%-11.9%) vs 7.4% (6.7%-8.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for implantation: Osteoarthritis; Other,63,Female,,4/21/2016,11/20/2017,E2401;E1602,F1905,A051201;A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264277-1-L3,5/13/2019,5/8/2025,4/1/2025,Legion Hinge System ,LEGION HK Femoral Assembly Size 5 Right,71421365,18am03331,71421365,,00885556414934,K081111,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and eighty-two (282) knees underwent primary TKA between 31-Jan-2015 and 12-Dec-2025 using an LEGION HK Femoral Assembly Size 5 Right. From these, one (1) knee required revision surgery due to Periprosthetic Fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-eight (258) knees underwent primary TKA procedures between 31-Jan-2015 and 17-Jan-2025, using Legion Hinge system. From these, eight (8) knees were later revised due to the following complications: three (3) knees due to infection, one (1) knee due to progressive arthritis remaining, one (1) knee due to periprosthetic fracture, one (1) knee due to lysis (femur), one (1) knee due to component dissociation, two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 31-Jan-2015 and 17-Jan-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and fifty-eight (258) primary TKA procedures with Legion Hinge Knee system have been performed in the United Kingdom between 31-Jan-2015 and 17-Jan-2025. The cumulative revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. From the 4th year till 9th year the cumulative revision rates for the LEGION Hinge Knee system remain stable and lower than the NJR class. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.2% (0.4%-2.6%) vs 1.9% (1.6%-2.2%) of the class.;o At 2nd postoperative year: 3.1% (1.5%-5.4%) vs 3.0% (2.6%-3.4%) of the class.;o At 3rd postoperative year: 3.1% (1.5%-5.6%) vs 3.7% (3.3%-4.2%) of the class.;o At 4th postoperative year: 3.8% (1.9%-6.5%) vs 4.5% (4.0%-5.1%) of the class.;o At 5th postoperative year: 3.8% (1.9%-6.8%) vs 5.3% (4.7%-5.9%) of the class.;o At 6th postoperative year: 3.8% (1.9%-7.4%) vs 5.9% (5.3%-6.6%) of the class.;o At 7th postoperative year: 3.8% (1.9%-8.3%) vs 6.5% (5.9%-7.2%) of the class.;o At 8th postoperative year: 3.8% (1.9%-9.3%) vs 7.1% (6.4%-7.9%) of the class.;o At 9th postoperative year: 3.8% (1.9%-11.9%) vs 7.4% (6.7%-8.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for implantation: Osteoarthritis,56,Male,,7/20/2018,5/13/2019,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264277-1-L4,2/4/2020,5/8/2025,4/1/2025,Legion Hinge System ,LEGION HK Femoral Assembly Size 7 Right,71421367,18EM04341,71421367,,00885556414927,K081111,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and eighty-two (282) knees underwent primary TKA between 31-Jan-2015 and 12-Dec-2025 using an LEGION HK Femoral Assembly Size 7 Right. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-eight (258) knees underwent primary TKA procedures between 31-Jan-2015 and 17-Jan-2025, using Legion Hinge system. From these, eight (8) knees were later revised due to the following complications: three (3) knees due to infection, one (1) knee due to progressive arthritis remaining, one (1) knee due to periprosthetic fracture, one (1) knee due to lysis (femur), one (1) knee due to component dissociation, two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 31-Jan-2015 and 17-Jan-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and fifty-eight (258) primary TKA procedures with Legion Hinge Knee system have been performed in the United Kingdom between 31-Jan-2015 and 17-Jan-2025. The cumulative revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. From the 4th year till 9th year the cumulative revision rates for the LEGION Hinge Knee system remain stable and lower than the NJR class. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.2% (0.4%-2.6%) vs 1.9% (1.6%-2.2%) of the class.;o At 2nd postoperative year: 3.1% (1.5%-5.4%) vs 3.0% (2.6%-3.4%) of the class.;o At 3rd postoperative year: 3.1% (1.5%-5.6%) vs 3.7% (3.3%-4.2%) of the class.;o At 4th postoperative year: 3.8% (1.9%-6.5%) vs 4.5% (4.0%-5.1%) of the class.;o At 5th postoperative year: 3.8% (1.9%-6.8%) vs 5.3% (4.7%-5.9%) of the class.;o At 6th postoperative year: 3.8% (1.9%-7.4%) vs 5.9% (5.3%-6.6%) of the class.;o At 7th postoperative year: 3.8% (1.9%-8.3%) vs 6.5% (5.9%-7.2%) of the class.;o At 8th postoperative year: 3.8% (1.9%-9.3%) vs 7.1% (6.4%-7.9%) of the class.;o At 9th postoperative year: 3.8% (1.9%-11.9%) vs 7.4% (6.7%-8.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for implantation: Avascular Necrosis (AVN),43,Male,,1/8/2019,2/4/2020,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264277-1-L5,9/23/2025,5/8/2025,4/1/2025,Legion Hinge System ,LEGION HK Cemented Femoral Assemblies Left,71421374,19EM19124,71421374,,00885556414903,K081111,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and eighty-two (282) knees underwent primary TKA between 31-Jan-2015 and 12-Dec-2025 using an LEGION HK Cemented Femoral Assemblies Left. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-eight (258) knees underwent primary TKA procedures between 31-Jan-2015 and 17-Jan-2025, using Legion Hinge system. From these, eight (8) knees were later revised due to the following complications: three (3) knees due to infection, one (1) knee due to progressive arthritis remaining, one (1) knee due to periprosthetic fracture, one (1) knee due to lysis (femur), one (1) knee due to component dissociation, two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 31-Jan-2015 and 17-Jan-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and fifty-eight (258) primary TKA procedures with Legion Hinge Knee system have been performed in the United Kingdom between 31-Jan-2015 and 17-Jan-2025. The cumulative revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. From the 4th year till 9th year the cumulative revision rates for the LEGION Hinge Knee system remain stable and lower than the NJR class. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.2% (0.4%-2.6%) vs 1.9% (1.6%-2.2%) of the class.;o At 2nd postoperative year: 3.1% (1.5%-5.4%) vs 3.0% (2.6%-3.4%) of the class.;o At 3rd postoperative year: 3.1% (1.5%-5.6%) vs 3.7% (3.3%-4.2%) of the class.;o At 4th postoperative year: 3.8% (1.9%-6.5%) vs 4.5% (4.0%-5.1%) of the class.;o At 5th postoperative year: 3.8% (1.9%-6.8%) vs 5.3% (4.7%-5.9%) of the class.;o At 6th postoperative year: 3.8% (1.9%-7.4%) vs 5.9% (5.3%-6.6%) of the class.;o At 7th postoperative year: 3.8% (1.9%-8.3%) vs 6.5% (5.9%-7.2%) of the class.;o At 8th postoperative year: 3.8% (1.9%-9.3%) vs 7.1% (6.4%-7.9%) of the class.;o At 9th postoperative year: 3.8% (1.9%-11.9%) vs 7.4% (6.7%-8.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for implantation: Osteoarthritis,67,Male,103,3/17/2021,9/23/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264277-1-L6,4/17/2023,5/8/2025,4/1/2025,Legion Hinge System ,LEGION HK Femoral Assembly Size 4 Right,71421364,18FM09229,71421364,,00885556414941,K081111,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and eighty-two (282) knees underwent primary TKA between 31-Jan-2015 and 12-Dec-2025 using an LEGION HK Femoral Assembly Size 4 Right. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-eight (258) knees underwent primary TKA procedures between 31-Jan-2015 and 17-Jan-2025, using Legion Hinge system. From these, eight (8) knees were later revised due to the following complications: three (3) knees due to infection, one (1) knee due to progressive arthritis remaining, one (1) knee due to periprosthetic fracture, one (1) knee due to lysis (femur), one (1) knee due to component dissociation, two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 31-Jan-2015 and 17-Jan-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and fifty-eight (258) primary TKA procedures with Legion Hinge Knee system have been performed in the United Kingdom between 31-Jan-2015 and 17-Jan-2025. The cumulative revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. From the 4th year till 9th year the cumulative revision rates for the LEGION Hinge Knee system remain stable and lower than the NJR class. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.2% (0.4%-2.6%) vs 1.9% (1.6%-2.2%) of the class.;o At 2nd postoperative year: 3.1% (1.5%-5.4%) vs 3.0% (2.6%-3.4%) of the class.;o At 3rd postoperative year: 3.1% (1.5%-5.6%) vs 3.7% (3.3%-4.2%) of the class.;o At 4th postoperative year: 3.8% (1.9%-6.5%) vs 4.5% (4.0%-5.1%) of the class.;o At 5th postoperative year: 3.8% (1.9%-6.8%) vs 5.3% (4.7%-5.9%) of the class.;o At 6th postoperative year: 3.8% (1.9%-7.4%) vs 5.9% (5.3%-6.6%) of the class.;o At 7th postoperative year: 3.8% (1.9%-8.3%) vs 6.5% (5.9%-7.2%) of the class.;o At 8th postoperative year: 3.8% (1.9%-9.3%) vs 7.1% (6.4%-7.9%) of the class.;o At 9th postoperative year: 3.8% (1.9%-11.9%) vs 7.4% (6.7%-8.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for implantation: Osteoarthritis,70,Female,53,4/30/2021,4/17/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264277-1-L7,11/5/2021,5/8/2025,4/1/2025,Legion Hinge System ,LEGION HK Cemented Femoral Assemblies Left,71421377,16MM04280,71421377,,00885556414880,K081111,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and eighty-two (282) knees underwent primary TKA between 31-Jan-2015 and 12-Dec-2025 using an LEGION HK Cemented Femoral Assemblies Left. From these, one (1) knee required revision surgery due to Other.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-eight (258) knees underwent primary TKA procedures between 31-Jan-2015 and 17-Jan-2025, using Legion Hinge system. From these, eight (8) knees were later revised due to the following complications: three (3) knees due to infection, one (1) knee due to progressive arthritis remaining, one (1) knee due to periprosthetic fracture, one (1) knee due to lysis (femur), one (1) knee due to component dissociation, two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 31-Jan-2015 and 17-Jan-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and fifty-eight (258) primary TKA procedures with Legion Hinge Knee system have been performed in the United Kingdom between 31-Jan-2015 and 17-Jan-2025. The cumulative revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. From the 4th year till 9th year the cumulative revision rates for the LEGION Hinge Knee system remain stable and lower than the NJR class. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.2% (0.4%-2.6%) vs 1.9% (1.6%-2.2%) of the class.;o At 2nd postoperative year: 3.1% (1.5%-5.4%) vs 3.0% (2.6%-3.4%) of the class.;o At 3rd postoperative year: 3.1% (1.5%-5.6%) vs 3.7% (3.3%-4.2%) of the class.;o At 4th postoperative year: 3.8% (1.9%-6.5%) vs 4.5% (4.0%-5.1%) of the class.;o At 5th postoperative year: 3.8% (1.9%-6.8%) vs 5.3% (4.7%-5.9%) of the class.;o At 6th postoperative year: 3.8% (1.9%-7.4%) vs 5.9% (5.3%-6.6%) of the class.;o At 7th postoperative year: 3.8% (1.9%-8.3%) vs 6.5% (5.9%-7.2%) of the class.;o At 8th postoperative year: 3.8% (1.9%-9.3%) vs 7.1% (6.4%-7.9%) of the class.;o At 9th postoperative year: 3.8% (1.9%-11.9%) vs 7.4% (6.7%-8.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for implantation: Osteoarthritis,72,Male,,10/22/2021,11/5/2021,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264277-1-L8,5/25/2023,5/8/2025,4/1/2025,Legion Hinge System ,LEGION HK Femoral Assembly Size 7 Right,71421367,16jm00398,71421367,,00885556414927,K081111,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and eighty-two (282) knees underwent primary TKA between 31-Jan-2015 and 12-Dec-2025 using an LEGION HK Femoral Assembly Size 7 Right. From these, one (1) knee required revision surgery due to Lysis Femur.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of two hundred and fifty-eight (258) knees underwent primary TKA procedures between 31-Jan-2015 and 17-Jan-2025, using Legion Hinge system. From these, eight (8) knees were later revised due to the following complications: three (3) knees due to infection, one (1) knee due to progressive arthritis remaining, one (1) knee due to periprosthetic fracture, one (1) knee due to lysis (femur), one (1) knee due to component dissociation, two (2) knees due to other-not recorded reasons. It should be noted that multiple reasons may be listed for one revision procedure. No further information is available. ;;Timeframe of Registry data: Implantations conducted between 31-Jan-2015 and 17-Jan-2025 in United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred and fifty-eight (258) primary TKA procedures with Legion Hinge Knee system have been performed in the United Kingdom between 31-Jan-2015 and 17-Jan-2025. The cumulative revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. From the 4th year till 9th year the cumulative revision rates for the LEGION Hinge Knee system remain stable and lower than the NJR class. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 1.2% (0.4%-2.6%) vs 1.9% (1.6%-2.2%) of the class.;o At 2nd postoperative year: 3.1% (1.5%-5.4%) vs 3.0% (2.6%-3.4%) of the class.;o At 3rd postoperative year: 3.1% (1.5%-5.6%) vs 3.7% (3.3%-4.2%) of the class.;o At 4th postoperative year: 3.8% (1.9%-6.5%) vs 4.5% (4.0%-5.1%) of the class.;o At 5th postoperative year: 3.8% (1.9%-6.8%) vs 5.3% (4.7%-5.9%) of the class.;o At 6th postoperative year: 3.8% (1.9%-7.4%) vs 5.9% (5.3%-6.6%) of the class.;o At 7th postoperative year: 3.8% (1.9%-8.3%) vs 6.5% (5.9%-7.2%) of the class.;o At 8th postoperative year: 3.8% (1.9%-9.3%) vs 7.1% (6.4%-7.9%) of the class.;o At 9th postoperative year: 3.8% (1.9%-11.9%) vs 7.4% (6.7%-8.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for implantation: Rheumatoid Arthritis,67,Male,109,1/4/2023,5/25/2023,E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L1,10/30/2024,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 5 RIGHT,71421365,13jbp0167,71421365,,00885556414934,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Infection.,70,Female,,9/20/2014,10/30/2024,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L2,9/14/2017,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 4 RIGHT,71421364,15FM03544,71421364,,00885556414941,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Infection.,70,Male,,9/11/2015,9/14/2017,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L3,6/14/2023,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 5 RIGHT,71421365,15HM20461,71421365,,00885556414934,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Implant fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure: Instability, Malalignment.",66,Male,,11/26/2015,6/14/2023,E2401,F1905,A040101,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L4,10/31/2018,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 5 LEFT,71421375,15DM14490,71421375,,00885556414897,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Infection.,74,Female,90,3/7/2016,10/31/2018,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L5,8/15/2022,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 7 LEFT,71421377,15HM20414,71421377,,00885556414880,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Aseptic loosening Tibia, Lysis Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Infection.,75,Male,,4/15/2016,8/15/2022,E161201;E1627,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L6,11/10/2021,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 5 RIGHT,71421365,13mbp0109a,71421365,,00885556414934,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Unexplained Pain, Other.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure: Aseptic loosening Femur, Instability.",75,Male,,5/20/2016,11/10/2021,E2330,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L7,6/26/2020,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 4 RIGHT,71421364,14mm06659a,71421364,,00885556414941,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure: Aseptic loosening Femur, Aseptic loosening Tibia.",81,Male,,3/8/2017,6/26/2020,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L8,8/8/2022,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 5 RIGHT,71421365,16AM12269R,71421365,,00885556414934,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Infection.,80,Female,102,4/27/2017,8/8/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L9,7/10/2017,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 3 RIGHT,71421363,15lm01263,71421363,,00885556414958,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure: Dislocation/Subluxation, Instability.",56,Female,,6/6/2017,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L10,6/14/2018,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 4 RIGHT,71421364,15JM04679,71421364,,00885556414941,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure: Component Dissociation, ProgressiveAthritis.",64,Female,,11/20/2017,6/14/2018,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L11,8/30/2023,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 4 LEFT,71421374,16BM16039R,71421374,,00885556414903,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Infection, Lysis Femur,Lysis Tibia.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure: Instability, ProgressiveAthritis.",61,Female,58,5/3/2018,8/30/2023,E1906;E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L12,6/15/2018,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 5 LEFT,71421375,18am03381,71421375,,00885556414897,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Aseptic loosening Tibia.,61,Male,,6/5/2018,6/15/2018,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L13,11/23/2018,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 5 RIGHT,71421365,15gm04602,71421365,,00885556414934,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure: Aseptic loosening Femur, Aseptic loosening Tibia.",72,Male,,11/5/2018,11/23/2018,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L14,8/20/2024,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 7 RIGHT,71421367,19em24768,71421367,,00885556414927,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Aseptic loosening Tibia, Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Stiffness.,62,Male,,11/11/2019,8/20/2024,E161201;E1616,F1905,A0103;A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L15,10/7/2021,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 7 LEFT,71421377,,71421377,,00885556414880,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Implant fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure: Instability, Wear of Polyethylene Component, Implant fracture.",69,Male,,2/28/2020,10/7/2021,E2401,F1905,A040101,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L16,8/27/2020,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 5 LEFT,71421375,16em00439,71421375,,00885556414897,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Infection.,77,Male,,8/27/2020,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L17,7/24/2025,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 4 LEFT,71421374,20dm,71421374,,00885556414903,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure: Dislocation/Subluxation, Instability, Wear of Polyethylene Component, Component Dissociation.",75,Female,,9/4/2020,7/24/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L18,2/16/2022,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 5 LEFT,71421375,16EM08392(HT),71421375,,00885556414897,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Dislocation/Subluxation.,67,Female,,9/30/2020,2/16/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L19,8/10/2022,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 5 RIGHT,71421365,20HM09823,71421365,,00885556414934,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Infection.,59,Female,100,1/21/2021,8/10/2022,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L20,10/31/2023,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 7 RIGHT,71421367,,71421367,,00885556414927,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure: Aseptic loosening Tibia, Dislocation/Subluxation, Stiffness.",69,Male,,3/8/2022,10/31/2023,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L21,1/20/2023,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 3 RIGHT,71421363,16bm07798,71421363,,00885556414958,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Periprosthetic Fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for revision procedure: Aseptic loosening Femur, Aseptic loosening Tibia, Instability, Wear of Polyethylene Component, Malalignment, Stiffness.",70,Female,,5/30/2022,1/20/2023,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L22,11/5/2024,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 4 LEFT,71421374,22bm05512,71421374,,00885556414903,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Stiffness.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Infection.,62,Female,,5/17/2023,11/5/2024,E1616,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L23,12/19/2024,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 4 RIGHT,71421364,23am09227,71421364,,00885556414941,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Infection.,75,Female,72,8/3/2023,12/19/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L24,6/21/2024,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 5 RIGHT,71421365,19gm01027,71421365,,00885556414934,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Instability.,80,Male,,8/18/2023,,E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L25,2/16/2024,5/8/2025,4/1/2025,Legion Hinge system ,LEGION HINGE FEMORAL ASSEMBLY SIZE 4 LEFT,71421374,,71421374,,00885556414903,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to:Infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for revision procedure: Dislocation/Subluxation.,72,Female,,9/8/2023,2/16/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L26,1/1/2015,5/8/2025,4/1/2025,Legion Hinge system ,Legion Hinge system ,,,,,,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,73,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L27,1/1/2015,5/8/2025,4/1/2025,Legion Hinge system ,Legion Hinge system ,,,,,,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,73,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L28,1/1/2015,5/8/2025,4/1/2025,Legion Hinge system ,Legion Hinge system ,,,,,,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,73,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L29,1/1/2015,5/8/2025,4/1/2025,Legion Hinge system ,Legion Hinge system ,,,,,,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,73,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L30,1/1/2015,5/8/2025,4/1/2025,Legion Hinge system ,Legion Hinge system ,,,,,,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,73,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L31,1/1/2015,5/8/2025,4/1/2025,Legion Hinge system ,Legion Hinge system ,,,,,,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,73,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L32,1/1/2015,5/8/2025,4/1/2025,Legion Hinge system ,Legion Hinge system ,,,,,,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,73,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L33,1/1/2015,5/8/2025,4/1/2025,Legion Hinge system ,Legion Hinge system ,,,,,,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,73,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L34,1/1/2015,5/8/2025,4/1/2025,Legion Hinge system ,Legion Hinge system ,,,,,,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,73,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L35,1/1/2015,5/8/2025,4/1/2025,Legion Hinge system ,Legion Hinge system ,,,,,,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,73,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264473-1-L36,1/1/2015,5/8/2025,4/1/2025,Legion Hinge system ,Legion Hinge system ,,,,,,K081111,,IN,"It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, one (1) patient required a re-revision surgery duo to unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from United Kingdom, a total of three hundred and seventy-five (375) knees underwent revision TKA procedures between 08-Sep-2014 and 16-Dec-2025, using Legion Hinge system. From these, thirty-six (36) knees were later re-revised due to the following complications: eighteen (18) knees due to infection, two (2) knees due to aseptic loosening on femur, four (4) knees due to aseptic loosening on tibia, two (2) knees due to unexplained pain, three (3) knees due to stiffness, one (1) knee due to instability, six (6) knees due to periprosthetic fracture, three (3) knees due to lysis on tibia, one (1) knee due to lysis on femur, one (1) knee due to component dissociation and two (2) knees due to implant fracture. It should be noted that multiple reasons may be listed for one revision procedure.; ;Timeframe of Registry data: Implantations conducted between 08-Sep-2014 and 16-Dec-2025 in the United Kingdom. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Legion Hinge Knee system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication.;The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of three hundred and seventy-five (375) revision TKA procedures with Legion Hinge system have been performed in United Kingdom between 08-Sep-2014 and 16-Dec-2025. The cumulative re-revision rates for the LEGION Hinge Knee system has a lower, but not statistically significant, revision rate compared to the NJR class average for all hinged knees up to 9 years as determined by overlapping confidence intervals. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;-At 1st postoperative year: 3.3% (1.9%-5.1%) vs 7.0% (6.6%-7.4%) of the class.;-At 2nd postoperative year: 6.1% (4.0%-8.7%) vs 9.9% (9.4%-10.3%) of the class.;-At 3rd postoperative year: 7.5% (5.1%-10.4%) vs 12.3% (11.8%-12.8%) of the class.;-At 4th postoperative year: 8.3% (5.8%-11.6%) vs 14.2% (13.6%-14.8%) of the class.;-At 5th postoperative year: 9.4% (6.6%-12.8%) vs 16.1% (15.5%-16.7%) of the class.;-At 6th postoperative year: 11.9% (8.4%-16.2%) vs 17.8% (17.1%-18.4%) of the class.;-At 7th postoperative year: 12.8% (9.1%-17.7%) vs 19.2% (18.4%-19.9%) of the class.;-At 8th postoperative year: 14.2% (9.9%-19.8%) vs 20.6% (19.9%-21.4%) of the class.;-At 9th postoperative year: 14.2% (9.9%-21.0%) vs 21.7% (20.9%-22.6%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,73,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,2;CASE-2025-00264277-1-L9,6/23/2025,4/27/2026,3/2/2026,Legion Hinge System ,LEGION HK Femoral Assembly Size 4 Right,71421364,20hm07518,71421364,,00885556414941,K081111,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and eighty-two (282) knees underwent primary TKA between 31-Jan-2015 and 12-Dec-2025 using an LEGION HK Femoral Assembly Size 4 Right. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and eighty-two (282) knees underwent primary TKA between 31-Jan-2015 and 12-Dec-2025 in which a LEGION Hinge Knee System was implanted. Of these, ten (10) knees required revision due to the following reasons: one (1) knee due to component dissociation, one (1) knee due to progressive arthritis, one (1) knee due to periprosthetic fracture, five (5) knees due to infection, one (1) knee due to lysis femur, and two (2) knees due to other reasons. It should be noted that multiple reasons may be listed for one revision procedure.;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Hinge Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and eighty-two (282) knees underwent primary TKA in which a LEGION Hinge Knee System was implanted in United Kingdom between 31-Jan-2015 and 12-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.49% (0.56% ¿ 3.91%) vs. 0.80% (0.47% ¿ 1.39%);? At 3rd post-operative year: 3.25% (1.63% ¿ 6.43%) vs. 2.52% (1.69% ¿ 3.77%);? At 5th post-operative year: 4.51% (2.41% ¿ 8.37%) vs. 5.27% (4.69% ¿ 5.92%);? At 10th post-operative year: 4.51% (2.41% ¿ 8.37%) vs. 8.42% (7.49% ¿ 9.46%);By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION Hinge Knee System and the hinged TKR class, as determined by overlapping 95% confidence intervals throughout the 10 postoperative years. Therefore, the revision performance of the LEGION Hinge Knee System is considered to be in line with that of the hinged TKR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for implantation: Other Inflammatory Arthropathy,47,Female,59,1/16/2023,6/23/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00264277-1-L10,6/6/2024,4/27/2026,3/2/2026,Legion Hinge System ,LEGION HK Cemented Femoral Assemblies Left,71421375,21jm03673,71421375,,00885556414897,K081111,,IN,"It was reported that, the data gathered by the National Joint Registry (NJR) from United Kingdom, a total of two hundred and eighty-two (282) knees underwent primary TKA between 31-Jan-2015 and 12-Dec-2025 using an LEGION HK Cemented Femoral Assemblies Left. From these, one (1) knee required revision surgery due to Infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of two hundred and eighty-two (282) knees underwent primary TKA between 31-Jan-2015 and 12-Dec-2025 in which a LEGION Hinge Knee System was implanted. Of these, ten (10) knees required revision due to the following reasons: one (1) knee due to component dissociation, one (1) knee due to progressive arthritis, one (1) knee due to periprosthetic fracture, five (5) knees due to infection, one (1) knee due to lysis femur, and two (2) knees due to other reasons. It should be noted that multiple reasons may be listed for one revision procedure.;Analysis Conducted: Based on the most recent safety and performance evaluation, the LEGION Hinge Knee System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of two hundred and eighty-two (282) knees underwent primary TKA in which a LEGION Hinge Knee System was implanted in United Kingdom between 31-Jan-2015 and 12-Dec-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st post-operative year: 1.49% (0.56% ¿ 3.91%) vs. 0.80% (0.47% ¿ 1.39%);? At 3rd post-operative year: 3.25% (1.63% ¿ 6.43%) vs. 2.52% (1.69% ¿ 3.77%);? At 5th post-operative year: 4.51% (2.41% ¿ 8.37%) vs. 5.27% (4.69% ¿ 5.92%);? At 10th post-operative year: 4.51% (2.41% ¿ 8.37%) vs. 8.42% (7.49% ¿ 9.46%);By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the LEGION Hinge Knee System and the hinged TKR class, as determined by overlapping 95% confidence intervals throughout the 10 postoperative years. Therefore, the revision performance of the LEGION Hinge Knee System is considered to be in line with that of the hinged TKR class.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for implantation: Rheumatoid Arthritis,58,Male,58,6/5/2023,6/6/2024,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - LEGION HINGE COMPONENTS: IMPLANTED IN TWO HUNDRED AND FIFTY-EIGHT (258) KNEES BETWEEN 31-JAN-2015 AND 17-JAN-2025. FROM THESE, EIGHT (8) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS REMAINING, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO LYSIS (FEMUR), ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, TWO (2) KNEES DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 1. REVISION TKA PROCEDURES: - LEGION HINGE COMPONENTS: IMPLANTED IN THREE HUNDRED AND SEVENTY-FIVE (375) KNEES BETWEEN 08-SEP-2014 AND 28-JAN-2025. FROM THESE, THIRTY-SIX (36) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, FOUR (4) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWO (2) KNEES DUE TO UNEXPLAINED PAIN, THREE (3) KNEES DUE TO STIFFNESS, ONE (1) KNEE DUE TO INSTABILITY, SIX (6) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO LYSIS ON TIBIA, ONE (1) KNEE DUE TO LYSIS ON FEMUR, ONE (1) KNEE DUE TO COMPONENT DISSOCIATION AND TWO (2) KNEES DUE TO IMPLANT FRACTURE. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. ALTOGETHER, A TOTAL QUANTITY OF EIGHT (8) REVISIONS AND THIRTY-SIX (36) RE-REVISIONS HAVE BEEN REPORTED IN THE NJR FOR THE LEGION HINGE COMPONENTS, RESULTING IN A TOTAL OF 44 EVENTS SUMMARIZED THROUGH THIS 3500A FORM.

Manufacturer narrative:
CORRECTED DATA: A2 (AGE AT THE TIME OF EVENT FROM 70 TO 71), B5 (EVENT NARRATIVE), D1 (¿LEGION HINGE SYSTEM¿ REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL PRODUCTS), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 44), H6 (ADDITIONAL CODES ADDED FOR ¿HEALTH EFFECT - CLINICAL CODE¿ AND ¿MEDICAL DEVICE PROBLEM CODE¿ PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 1020279-2025-00797 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: 1020279, DATA SOURCE: NATIONAL JOINT REGISTRY (NJR), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: KRO. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON (B)(6) 2025: (B)(4). EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER ¿CORRECTED DATA¿, THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON 08-MAY-2025 REMAINS UNCHANGED. REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY TKA PROCEDURES: - LEGION HINGE COMPONENTS: IMPLANTED IN TWO HUNDRED AND FIFTY-EIGHT (258) KNEES BETWEEN 31-JAN-2015 AND 17-JAN-2025. FROM THESE, EIGHT (8) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) KNEES DUE TO INFECTION, ONE (1) KNEE DUE TO PROGRESSIVE ARTHRITIS REMAINING, ONE (1) KNEE DUE TO PERIPROSTHETIC FRACTURE, ONE (1) KNEE DUE TO LYSIS (FEMUR), ONE (1) KNEE DUE TO COMPONENT DISSOCIATION, TWO (2) KNEES DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. 1. REVISION TKA PROCEDURES: - LEGION HINGE COMPONENTS: IMPLANTED IN THREE HUNDRED AND SEVENTY-FIVE (375) KNEES BETWEEN 08-SEP-2014 AND 28-JAN-2025. FROM THESE, THIRTY-SIX (36) KNEES WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: EIGHTEEN (18) KNEES DUE TO INFECTION, TWO (2) KNEES DUE TO ASEPTIC LOOSENING ON FEMUR, FOUR (4) KNEES DUE TO ASEPTIC LOOSENING ON TIBIA, TWO (2) KNEES DUE TO UNEXPLAINED PAIN, THREE (3) KNEES DUE TO STIFFNESS, ONE (1) KNEE DUE TO INSTABILITY, SIX (6) KNEES DUE TO PERIPROSTHETIC FRACTURE, THREE (3) KNEES DUE TO LYSIS ON TIBIA, ONE (1) KNEE DUE TO LYSIS ON FEMUR, ONE (1) KNEE DUE TO COMPONENT DISSOCIATION AND TWO (2) KNEES DUE TO IMPLANT FRACTURE. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. ALTOGETHER, A TOTAL QUANTITY OF EIGHT (8) REVISIONS AND THIRTY-SIX (36) RE-REVISIONS HAVE BEEN REPORTED IN THE NJR FOR THE LEGION HINGE COMPONENTS, RESULTING IN A TOTAL OF 44 EVENTS SUMMARIZED THROUGH THIS 3500A FORM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE LEGION HINGE TOTAL KNEE SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICE. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. NJR BESPOKE PROMS REPORTS COMPRISING PRIMARY AND REVISION TKA IMPLANTED WITH LEGION HINGE COMPONENTS WERE ANALYZED. FOR BOTH THE PRIMARY AND REVISION TKAS WITH LEGION HINGE COMPONENTS, THE CUMULATIVE REVISION AND RE-REVISION RATES ARE IN LINE WITH THE NJR CLASS AVERAGE FOR ALL HINGED KNEES ACROSS ALL YEARS OF FOLLOW UP AS DETERMINED BY OVERLAPPING CONFIDENCE INTERVALS. SPECIFIC ANALYSIS IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.